Event description:
Manufacturer received a report that intra-operative systems diagnostic testing during generator replacement surgery resulted in high lead impedance reading (dcdc code 7 and limit), indicating a possible discontinuity in the vns therapy system. At the time of the report, pre-operative status of device diagnostic testing was unknown and it was unknown, whether the lead may have been damaged during the generator replacement procedure. Patient consent was obtained for generator replacement only, and not for lead replacement, therefore, the lead was not replaced. The replacement generator was not implanted. The patient was closed without a generator in place and the procedure was cancelled. The lead remains in situ. Further follow-up with treating neurologist revealed that the patient was referred for generator replacement surgery, because the treating neurologist believed that the generator battery had reached end of life. The neurologist reported that device diagnostic testing approximately, three weeks prior to surgery yielded an elective replacment indicator of yes, indicating end of generator battery life. Review of device programming and diagnostic history obtained from the neurologist's vns therapy programming systems did not contain any data points during the period three weeks prior to the attempted generator replacement surgery, but did contain data from approx three weeks prior to surgery yielded an elective replacement indicator of yes, indicating end of generator battery life. Review of device programming and diagnostic history obtained from the neurologist's vns therapy programming system did not contain data from approximately three weeks earlier, which revealed a systems diagnostic test resulting in high lead impedance (dcdc code 7 and limit) with elective replacement indicator no, ruling out generator battery end of life as a likely cause of the intra-operative high impedance test result and indicating a discontinuity in the vns therapy system prior to the attempted generator replacement surgery. Device diagnostic testing performed at previous office visit approximately three months earlier was well within normal limits, indicating proper device function at that time. Pre-operative x-rays were not taken. Further follow-up with the attending surgeon revealed that upon opening the generator pocket, the lead was noted to be "looped several times" , but that when it was "unlooped", no breaks were noted in the portion of the lead that was visible. The entire lead assembly was not visualized, as the neck incision was not opened due to lack of patient consent for lead replacement. The patient has decided not to undergo an additional revision surgery to replace the lead, as she does not wish to continue receiving the vns therapy. Lead break of unknown cause is suspected.

Manufacturer narrative:
Device programming and diagnostic history was reviewed. Review of device programming and diagnostic history revealed that approximately six weeks prior to attempted revision surgery, a systems diagnostic test yielded dcdc code 7 and limit with elective replacement indicator no, indicating a probable discontinuity in the vns therapy system. Lead break is suspected, but did not cause or contribute to a death or serious injury.